Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, black smoke was emitted from the air compressor of this 840 ventilator. The patient was transferred to an alternate ventilator without harm.